Manufacturer narrative:
One device was returned for repair with complaint that pump had error 46440 and was losing settings. Review of service history found no relevant service records. No relevant event history was found. Visual/functional testing was performed. The reported error could not be confirmed. Due to complaint and observations of time not being kept, replaced printed wiring assembly (pwa). Upon further investigation found upstream occlusion (uso) seal buckling. Replaced uso seal.

Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error 46440 and was losing settings. There was no patient involvement. Int# (B)(4).